Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 930 mg/dl. The customer was treated through intravenous insulin and saline. Subsequently, the customer experienced "black splashes/splotches" in vision. Customer was released from the ICU on 02/06/2024 with no permanent damage. Reportedly, the cause of the reported issue was due to an occlusion alarm occurred. The customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.